Event description:
It was reported that the new born using the catheter, and it was verified that it broke in the edge, causing leakage of the parenteral nutrition.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.